Manufacturer narrative:
Suspect device: advantage test strips.

Event description:
Customer reportedly obtained results of 17mg/dl and 312 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No quality controls were used. Info suggests comparison was performed in the home. Advantage test system: meter, strip lot 522748, exp 2/28/07, cat/553.